Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issue of the speaker not working which was observed by the evaluators as the device failed to produce audio at all volume levels. The cause was determined to be that the speaker had failed and the rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the speaker on a spectrum pump was not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.